Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Eight years post operative revision based on pain symptomatic. Patient medicated with cortisone for years. Involved component: nc082t / metha short hip stem cap size 2. Lot number: 51392887; expiration date: 04/30/2011; production date: 05/2007.

Manufacturer narrative:
The explants were not provided for an investigation. Some post operative images were provided. There were visible traces of the explantation on the metha short hip stem, the explanted inlay is not destroyed, however, there is a small piece on the rim that was chipped which is assumed to have happened during explantation procedure. There are visible metal abrasion found in the stem and on the surface of the neck. A detailed investigation was not possible, because the explanted devices were not provided for investigation. The device history records were reviewed and found to be according to the specifications valid at the time of production. No similar incidents are filed with products from these batches. Based on the information available the root cause of the failure is most probably user or patient related. An example for a user related error could be an implant malfunction due to insufficiently fixated cone adapter and respective loosening of the cone adapter during insertion from applying blows to the metha stem. There have been no other complaints with this failure situation reported. There are no indications of a product or material deviation. The current failure rate is within the risk analysis, no corrective or preventive action is required.